Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt sluggish with shortness of breath and presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited a diagnostics anomaly. It was noted that the patient had recently had an atrial ablation procedure. No intervention was reported. The patient was stable and would continue to be monitored.